Manufacturer narrative:
(B)(4). Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
On (B)(6) 2019, the patient underwent a bronchoscopy procedure and assessment with the chartis system to determine collateral ventilation (cv) status. The patient was eligible for zephyr valves in the left upper lobe (lul) which was cv negative. Six valves (two 4.0 ebvs and four 5.5 ebvs) were placed in the lul. Good atelectasis was achieved post-procedure. On the day after the procedure, x-ray showed an asymptomatic pneumothorax and a chest tube was placed. Daily chest x-rays were repeated with improvement in the pneumothorax. On (B)(6) 2019, the pneumothorax had resolved and the patient was discharged home with the chest tube and pneumostat still in place. On (B)(6) 2019, the patient presented at another hospital with a large pneumothorax and was transferred back to the treating physician's hospital. The patient underwent a bronchoscopy procedure on (B)(6) 2019 and two valves were removed, but it is unknown which valves were removed. The patient remained hospitalized with slow resolution of the pneumothorax and was discharged on (B)(6) 2019 after removal of the chest tube. The patient's wife contacted the treating physician on the morning of (B)(6) 2019 to inform him that the patient had expired on (B)(6) 2019. According to the wife, on (B)(6) 2019 patient had consumed a large amount of water with just a single visit to the restroom and developed hydrostatic edema in the legs. Subsequently, the patient collapsed while climbing stairs due to cardiac arrest. Resuscitation efforts were unsuccessful. The family did not want an autopsy, but sincerely thanked the physician and his team for all they had done to help with his dyspnea and respiratory condition. According to the physician, the death was not due to respiratory distress but was due to cardiac arrest.